Event description:
The customer reported an intermittent problem with the navigation ring. There was no patient or user harm.

Manufacturer narrative:
The philips service engineer (pse) confirmed then nav-ring failure. The front bezel was replaced to resolve the reported issue. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.